Event description:
The customer reported that during a left ventriculogram procedure the rotator broke at 600 psi. The customer stated that this occurred two times consecutively during the same procedure. No harm or injury was reported. This is one of two reports for this complaint. # 1721504-2011-00277.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.